Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant and a solyx implant were implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; anal pain; off vag dis; diff bowel; rec incont. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: panadol, neurofen and voltarin for the treatment of: consistent lower back pain and pelvic pain. Treatment duration: 4 years. On (B)(6) 2021 the patient commenced other medication (please specify): jointq for the treatment of: lower back pain. Treatment duration: 28 days. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: lower back and stomach pain. Treatment duration: 17 months. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: back and pelvic pain. Treatment duration: 15 months.